Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the heavily calcified lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was reported, likely contributed to the reported difficult to remove and material deformation (mangled, stretched and flared stent). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report the following information was received: the stent struts of the multi-link 8 were flared. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal right coronary artery. During advancement of the 3.5x28 mm multi-link 8 stent delivery system there was resistance noted and the stent got stuck at the calcification and could not cross the lesion. During removal of the multi-link 8 there was resistance noted and when the sds was removed, there was damage noted to the stent struts. A new multi-link 8 stent was placed after pre-dilatation at a higher pressure to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.